Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The packaging did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported tip missing.

Event description:
It was reported that tip detachment occurred. A 3.0mmx30mmx135cm (4f) sterling balloon was selected for dilation. However, when preparing for the procedure, it was noted that a piece of the tip was missing and it was incomplete. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the tip was not detached, but a piece was missing. Furthermore, no anomalies were noted with the pouch prior to use, nor had it been previously opened or used. An attempt was made to visualize the missing piece of the tip under fluoroscopy, but it could not be found.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that tip detachment occurred. A 3.0 mm x 30 mm x 135 cm (4f) sterling balloon was selected for dilation. However, when preparing for the procedure, it was noted that a piece of the tip was missing and it was incomplete. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.